Event description:
It was reported that the catheters made in malaysia were difficult to insert. The product was rough which caused pain when inserting and removing. They had been using these catheters for 29 years and this batch was the worst they had ever had. They said the catheters from mexico were awesome. No medical intervention was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned was returned for evaluation. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. No sample was returned for evaluation. A potential root cause for this failure mode could be during wash and chlorination too little silicone emulsion that caused the rough surface and insertion difficulty. The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: instructions for use indications for use: for urological use only. Single-use. Single patient use, do not reuse. Do not use if package is opened or damaged. Sterile eo sterlized using ethyllene oxide. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. Latex caution: this product contains natural rubber latex which may cause allergic reactions. Warnings: on latex and red rubber catheters, do not use ointments or lubricants having a petrolatum base. They will damage latex. Visually inspect the product for any imperfections or surface deterioration prior to use. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to failure, and/or to injury, illness or death of the patient. Note: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable local, state and federal laws and regulations. Adverse reactions urinary tract infection bleeding from the urethra irritation of the urethra instructions for intermittent catheters: 1. Wash your hands thoroughly with soap and water. 2. Remove catheter from the pack. 3. Position yourself comfortably, cleaning the opening of the urethra and surrounding area. 4. Gently insert rounded end of catheter into urethra. 5. When urine stops flowing, remove catheter from urethra. 6. Dispose of catheter in accordance with local rules and regulations. 7. Wash your hands. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the catheters made in malaysia were difficult to insert. The product was rough which caused pain when inserting and removing. They had been using these catheters for 29 years and this batch was the worst they had ever had. They said the catheters from mexico were awesome. No medical intervention was reported.